Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 204 mg/dl, 176 mg/dl, 121 mg/dl, and 55 mg/dl. Customer's test strips had been stored in the refrigerator (product labeling advises not to store test strips in the refrigerator). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.